Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient experienced loss of connection, hypoglycemia and passed out on the floor. The patient reported that she believes the event was caused due to the signal loss and the omnipod 5 algorithm adjustments after the update, not getting alerted due to signal loss. The patient also reported she had more signal loss after the last ios update on her phone. She reported that she can be fine at 40 mg/dl but then it drops very quickly. There was no medical intervention documented and no information about possible treatment was provided. Attempts to contact the patient for more information were unsuccessful. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.